Manufacturer narrative:
A ge service representative performed an on site investigation. The reported problems could not be duplicated. This engineer, tested video signals, power supplies, reseated ip, display adapter, and tested without failures. Also, tested rui and found no problems. The system was found to be working as intended.

Event description:
The customer reported the remote was broken and the monitor image was grainy. No report of pt injury.